Manufacturer narrative:
The investigation has been completed. The console (ic3079) was sent back for further investigation. The console was tested, and the reported problem was reproduced. The aic was unable to recognize the purge disk, and the purge flag was confirmed to be broken. The root cause of the issue was broken/ missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced purge disc/flag issues. The aic was unable to recognize the purge disk. No report of patient involvement.